Manufacturer narrative:
Unfortunately, no used or unused devices were returned to unomedical a/s. No lot number was available which prevented us from having the retained samples tested. We consider this case as closed, however, info regarding the lot number or receiving the involved device would have us to reopened the case and new report will be submitted. Evaluation summary, MFR report # (B)(4): used device: no used devices were returned for testing. Unused devices: no unused devices were returned for testing. Reference samples: no retained samples were tested due to lot number being unknown.

Event description:
Caller (B)(6) (wife) called to report the death of (B)(6). Date of the death was (B)(6) 2011 caller stated the cause of death was heart attack. (B)(6) stated (B)(6) passed away in the hospital. Doctor's name is dr. (B)(6) contact info is (B)(6). (B)(6) stated that (B)(6) was wearing his pump at the time of death. Caller stated that (B)(6) had a heart attack on (B)(6) 2011 around 8 am and he passed away on (B)(6) 2011 around 2 am. (B)(6) stated does not have any other details. Stated the only parties that are involved or directly knowledgeable about the incident and aware of the death is family members and the emt.